Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle was not identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. The customer did not know what the foreign matter was. The air/water nozzle was flushed with water and air. The air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: due to wear of angle wire, the bending angle in up direction did not meet the standard value, due to wear of angle wire the play of up/down knob was out of the standard value, bending section rubber had discoloration, adhesive on bending section rubber is detached, adhesive on bending section rubber has a chip, due to clogging of nozzle water supply volume did not meet the standard value, due to clogging of nozzle water removal ability and air supply volume did not meet the standard value, image guide protector had a scratch, switch 3 had a scratch, switch 1 had wear, connecting tube had discoloration, connecting tube had a scratch, due to damage on ultrasonic probe, the displayed ultrasound image was defective with missing elements, acoustic lens was damaged (damage level; did not reach to the glue-layer), and there was a chip in adhesive area between acoustic lens and ultrasound probe. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrovideoscope had an air supply failure. The issue was found during inspection for use. The device was returned for evaluation. During the device evaluation, a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.